Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the image of the subject device was not displayed. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the device evaluation and the legal manufacturer¿s final investigation. The following sections were updated: a1, d4, d10, e4, g4, g7, h2, h3, h4, h6, and h10. The device was returned to an olympus service center for evaluation where it was found that the digital visual interface (dvi) signal wasn't produced due to a failure of the dp board (printed circuit board). The board was replaced and the unit returned to the customer after repair and testing. Based on the results of the legal manufacturer's investigation, it is possible the board deteriorated due to frequent and long-term use over the four years since the device was manufactured, or it is possible that the board failed due to accidental failure of the parts on the circuit board. The device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment.